Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspections, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/reporter (patient's sister) contacted lifescan on behalf of the lay user/pt alleging that the "one touch ultra would not power on". The medical affairs specialist (mas) was unable to reach the pt by telephone. Mas classified the complaint based on the customer care advocate's (cca) documentation. The reporter stated that the pt bought the meter back in early 2008 and the meter reportedly never worked. The pt reportedly continued taking the usual diabetic medications (metformin 2 pills per day) following the issue. In the following month, the pt reportedly got sick, having "extremely high or low blood sugars", date and time unknown. The reporter stated that she had to take her sister to the emergency room in the same month after midnight, and the pt was reportedly given lots of medications including medications for the diabetes. The reporter also stated that she had taken the pt to the doctor several times after this incident. But she reportedly does not remember the date and time of doctor's appointment and the symptoms during the visit. The pt reportedly received more medications following the visit. The reporter also stated that the pt reportedly experienced "fainting spells, nausea and lost a lot of weight" (date and time unknown). It would have been helpful to know the following info: when the pt typically tests her blood glucose, her diabetes management regimen, what were the symptoms experienced by the pt after the reported issue, what was the diagnosis placed at the emergency room and what was she treated for. In addition, it would have been helpful to know if the healthcare professional (hcp) tested her blood glucose. During the troubleshooting, the cca found out the following: the meter would turn on by pressing the power button but would not turn on after inserting the test strip all the way into the test strip port, the tests strips were in good condition and the meter was not downloaded prior to testing. Replacement products were sent to the pt. This is being reported because the power issue was not resolved during the troubleshooting and after the reported issue began, the pt reportedly experienced symptoms suggestive of hypo/hyperglycemia and reportedly had to receive treatment for diabetes.